Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was the rear response button dome was missing the root cause for the missing dome could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.